Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an open rectosigmoidoscopy, before device is completely closed and the safety lock is released the warhead was folded before the stapler was activated. In addition it was reported that the anvil was bent. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.